Manufacturer narrative:
Concomitant products used during the procedure: carto 3 system, model #: fg-5400-00m, serial #: (B)(4). Stockert 70 system, model #: 39d-76x, serial #: (B)(4). Cool flow pump, model #: m-5491-01, serial #: (B)(4). Acunav catheter, model #: 10235936, serial #: (B)(4). Lasso eco catheter, model #: d134301, serial #: (B)(4). (B)(4).

Event description:
During an atrial fibrillation (afib) procedure, it was reported the patient had a cardiac arrest. CPR and drug was administered to the patient. The patient was stabilized and under observation. It was reported on (B)(6) 2013 that the patient expired.

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation as initially reported. The device history record was reviewed, and was verified that the device was manufactured in accordance with documented specification and procedures. 9673241-2013-00385-1.